Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that the receiver read failed transmitter error on (B)(6) 5017. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "dexcom was made aware on (B)(6) 2017, that the receiver read failed transmitter error on (B)(6) 5017."

Event description:
Dexcom was made aware on (B)(6) 2017, that the receiver read failed transmitter error on (B)(6) 2017. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. There is no shared data log available for review. The reported event of a transmitter failed error was not confirmed. A root cause could not be determined.